Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the stylus could not be calibrated. It was also reported a disk and external card are stuck in the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the stylus would not calibrate, the bezel assembly was then replaced. The stylus was still slightly out of calibration so the stylus was then replaced. It was also noted that the eject button was broken on the main processing unit (mpu) circuit board, and the disk gets stuck in disk drive due to bent frame on disk drive.